Event description:
It was observed during the device inspection, that the gastrovideoscope adhesive peeling off tip cover screw was observed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned to the plant, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Operating instructions. Evis lucera ultrasound gastrovideoscope. Olympus gf type uct260. Safety instructions. Handling and general precautions. Do not bend the insertion tube of the endoscope with excessive force, as this may cause damage to the insertion tube. Do not subject the tip of the endoscope, especially the ultrasound probe or lens surface, to impact, as this may cause abnormalities in ultrasound and endoscopic images. Do not grasp the ultrasound probe when holding the insertion tube, as this may damage the ultrasound probe and result in normal ultrasound images not being obtained. Do not twist or bend the curved section by hand, as this may cause damage. Do not squeeze the curved part too hard. This may cause the covering material on the curved part to stretch or tear, resulting in water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.